Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the first two alarms were able to be cleared within half an hour and the customer was able to resume insulin; however, the most recent alarm did not clear for over an hour. The customer's blood glucose level was not impacted due to the reported issue. The customer stated that the pump was exposed to moisture, which could have triggered the alarms. Customer also stated there may be dust and debris covering the speaker holes. Upon follow up, the customer confirmed that the alarm cleared and insulin delivery was able to be resumed.